Event description:
On (B)(6) 2017, during a follow-up, there were several error messages displayed on the programmer related to the recommended replacement time and end of service. The patient received a shock on (B)(6) 2016, with a 4.8s charge time. In the subject device memory, there is only 1 unsustained episode that, according to the physician, seems to be due to myopotentials. The interferences could not be reproduced by the physician. The electrical measurements of the lead were good. The device was explanted and will not be returned.

Event description:
On (B)(6) 2017,during a follow-up, there were several error messages displayed on the programmer related to the recommended replacement time and end of service. The patient received a shock on (B)(6) 2016, with a 4.8s charge time. In the subject device memory, there is only 1 unsustained episode that, according to the physician, seems to be due to myopotentials. The interferences could not be reproduced by the physician. The electrical measurements of the lead were good. The device was explanted and will not be returned.